Event description:
Final biopsy with needle forceps being performed. Physician being assisted by rrt with opening and closing of the forceps. Previous biopsies were uneventful. It appeared that a minute fragment or single tooth of the forceps separated off the main forceps and was in the patient's airway. Another pulmonologist was called for assistance and the fragment was removed with the help of a rat-tooth forceps. However, the fragment was not visualized with the naked eye upon removal. It was likely covered with blood/fibrin and hence difficult to see. Subsequent airway survey did not reveal any foreign body. Stat x-ray of the chest performed which revealed no metallic foreign body in the lung.